Event description:
A report was received stating an endobronchial cuff did not deflate as it was intended. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).